Event description:
The reported event of an under-dilated stent placed during a procedure in a males' mid left anterior descending artery (mid lad). The vessel was 2.5mm in diameter and calcified with a 99% stenosis. The procedure was an emergent case due to an acute myocardial infarction (ami). According to the instructions for use (IFU), this device is not indicated for pts who have suffered an ami within 72 hrs. Pre-dilatation was conducted and a cypher stent (2.5/23mm) was implanted at 14-16 atmospheres. Post-dilatation was conducted three-four times at 20 atms. Overexpansion of a stent may result in vessel injury. The procedure was concluded without pt complications. However, the implanting physician felt that there was a possible stent fracture. A consulting physician reviewed the ivus films and confirmed there was no stent fracture. He did identify plaque protruding between the struts of the stent, which may have been misconstrued as a stent fracture. The consulting physician also felt that the stent was under expanded. In particular, the proximal portion did not have a rounded formation. The consulting physician stated that the cypher should have been dilated to a minimum of 18atm, and the post-dilation balloon length was too short, which resulted in inadequate dilation of the stent edge.

Manufacturer narrative:
This product is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis. However, a review of mfg route sheets was conducted and results indicate that this lot of products met all requirements per the applicable mfg quality plan. The 2.5mm stent was fully expanded to nominal pressure, per the IFU, and was then postdilated with a non-complaint balloon to beyond rated burst pressure (resulting in a 1/4 size overexpansion on the stent). Despite this, a consulting physician concluded that the stent was under-dilated. This would suggest that the vessel diameter, and subsequently, the size of the stent chosen to treat the vessel were miscalculated and too small. The IFU cautions the user to correctly match the stent internal diameter to the size of the reference vessel. Additionally, the IFU states that all efforts should be taken to assure that the stent is not under-dilated. Based on the info provided, vessel characteristics and procedural factors may have contributed to the event. There is no indication, the event is device or mfg related. There is clear evidence that the device was used off-label and it should be noted that other usage might involve risks not described in the labeling.